Event description:
Narrative from staff: medical assistant (ma) was preparing to give a vaccine using a 25g 1 inch bd safetyglide needle and when he went to flush the air out of the syringe it would not flush through the needle. After speaking with other medicla assistant's regarding this matter multiple medical assistant's said they had the same issue and would replace the needle with new needle and also noted that if it was screwed on the syringe too tight that it would not flush also. Manufacturer response for needle, hypodermic, single lumen, bd safetyglide (per site reporter) the primary care office called the bd to speak with the rep and they were not aware they sent them to the complaint office. There is another complaint filed for this same event (case # (B)(4). [Redacted name] is the rep assigned to that case.